Event description:
We have had an issue with the prevena wound vac by kci. We had 5 units on our shelf and none of the products worked when we tried to utilize them in the operating room. The white caps on the tubing did not connect together. We received replacement units and those had the same issue. This does not cause pt harm but it is a serious problem the company needs to fix.